Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Note: the exact date of implantation is unknown. The date of implantation was reported as ¿1990's¿ . Patient¿s current age is (B)(6), patient¿s age at the time of the event is unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent an unknown breast implantation procedure with a gel mentor breast implant of unknown type and suffered from a chest injury, rupture and granuloma on the unknown side. The patient had free silicone prior to a car accident (chest injury). Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. If more information is available in the future, a supplemental report will be submitted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.